Event description:
It was reported that bd nexiva¿ closed IV catheter system - dual port had the catheter adapter deformed. The following information was provided by the initial reporter: "q-syte needless connector that comes in product packaging is not allowing a syringe to be placed on end of it on several different occasions. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Initial reporter facility name: (B)(6) medical center.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Initial reporter facility name: (B)(6) medical center.

Event description:
It was reported that bd nexiva¿ closed IV catheter system - dual port had the catheter adapter deformed. The following information was provided by the initial reporter: "q-syte needless connector that comes in product packaging is not allowing a syringe to be placed on end of it on several different occasions. "

Event description:
It was reported that bd nexiva¿ closed IV catheter system - dual port had the catheter adapter deformed. The following information was provided by the initial reporter: "q-syte needless connector that comes in product packaging is not allowing a syringe to be placed on end of it on several different occasions."

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received two top web samples from lot 1147990, one bd 10ml posiflush syringe, and one q-syte device. During the visual/microscopic examination, it was observed that the top disk of the q-syte had been stretched and did not have a slit in it. The stretched top disk indicates that a force could have been applied to it, which resulted in the middle of the disk to be visibly deeper than in an assembled unit. It also explains some surface damage to the center of the top disk. This observation and conclusions were supported by the report of connection issues. The missing slit prevented connection to the q-syte and would also explain no flow, confirming the reported defects. Missing slits can occur during the manufacturing process; therefore, the defect was related to manufacturing. Preventative maintenance and quality inspections are performed at regular intervals to mitigate the risk from this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.